Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead was explanted and replaced with a competitor lead for unknown reasons. The patient condition was unknown. No further information was available.